Event description:
Additionally, patient reported "when I lay on my back, you can visibly see the shape of the implant, sagging wrinkled skin, and deformity of the remaining breast tissue" and that they have "ongoing self-esteem and confidence issues" and "added stress sometimes triggers recurrent depressive episodes."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.